Manufacturer narrative:
It was reported that during pm the cs300 intra-aortic balloon pump (iabp) had a issue caster wheel - needs replacing. There was no patient involvement and no harm reported. Service repair is not completed. No further details provided. H3 other text : repair service not completed.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. No UDI is provided as the product was discontinued prior to gudid implementation timeline.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit cart has a defective wheel/caster. There was no patient involvement.